Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area", rupture, fibromyalgia, and scleroderma. Patient additionally reported capsular contracture, baker grade IV. Further reported was pain which has been deemed not related to the device. Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/jul/2011, 23/jul/2012, and 23/jul/2015. A review of the device history record has been completed. No deviations or non-conformances noted. The events of scleroderma, fibromyalgia, and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture, scleroderma, fibromyalgia, "a lump or thickening in or near the breast or in the underarm area"

Manufacturer narrative:
The events of capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area", rupture, fibromyalgia, and scleroderma. Patient additionally reported capsular contracture, baker grade IV. Further reported was pain which has been deemed not related to the device. Affected side is right. The device has been explanted and replaced.